Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 7.3 mmol/l at the time of the incident. Customer states that the alarm was clear and finish complete prime process. The customer stated that alarm was reoccur and the self test was performed at that time and it did not passed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed the displacement test however, the device alarmed hardware low level failures during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) on the keypad assembly.